Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not give an ECG waveform while being used on a patient. There was no patient harm. Operational testing was conduced and the device identified an ECG leads failure. The customer swapped out the cable with a known working cable but the issue remained. The device was reported as having been in use on a patient at the time of the alleged failure, however, it was confirmed that there was no adverse effect to the patient or user as a result of the issue.